Manufacturer narrative:
Results - evaluation of the returned canopy found an open slider on the patient access of the right window. The zipper is stuck on the drainage port of the left window and 3 feet of the mattress envelope is discolored on the right panel. (B)(4).

Event description:
Customer reported the zipper is off track and will not zip. The issue is located on the left side panel and was identified during set-up at the warehouse. Customer did not provide a date when discovered. No patient incident or injury was reported.